Event description:
It was reported that a temperature issue occurred; the displayed temperature was warmer than the actual temperature. During a cryoablation procedure the smartfreeze cryo console was selected for use. When the catheter was connected to the console, it displayed the temperature approximately 28-30 degrees warmer than the actual temperature. The polarx catheter was replaced, and the procedure was completed without patient complications. As this error occurred with this console in another case it was suspected the console was the issue, and field service repair was requested. The flowmeter and valve were replaced. The console has yet to be used since this repair took place. As the device was repaired onsite, it is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.